Manufacturer narrative:
(B)(4), date sent: 6/22/2016, batch #(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the blade was broken off outside the patient during use. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning